Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced left shoulder pain, discharge at stoma site, and an increased c-reactive protein (crp) level. On (B)(6) 2019, the patient was admitted to the hospital's infectious diseases department due to the increased (crp) level of 16.87 mg/l and stoma site discharge. It was reported that the patient began unspecified antibiotic therapy for the increased crp level. On an unknown date, the crp level decreased and the patient was discharged from the hospital on (B)(6) 2019.